Event description:
Approximately 7 days post heartware lvad implantation; a patient experienced a sudden drop in flow from 5l to 2l-1.5l. The hospital performed an echocardiogram in which the aortic valve was seen opening and the heart did not appear distended. The nurse decided to perform a controller exchange with a new controller from hospital stock. The event was resolved without patient injury and the patient flows returned back to normal (>5l). The product will be returned for further analysis.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and review of controller log files. The reported event of a sudden drop in flow was confirmed through log file analysis. Visual and functional testing showed that the controller power connectors were normal. No controller fault alarms or any controller alarms were noticed during the evaluation process and the elevated temperature testing. Based on the information provided and the fact that all functional testing passed, the cause for the low flow rate in this case cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.